Manufacturer narrative:
Device evaluation: one blade was returned for evaluation of the reported complaint mode "shedding/flaking.¿ the device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. The reported failure mode of shedding and/or seizing for burrs is currently being investigated for the root cause and applicable corrective action. (B)(4).

Event description:
During an acromioplasty utilizing the acromionizer, 4.0 ep-1, dspl bl, it was reported that the burr shed metal filings into the subacromial space. The shaver was used to remove the metal filings, however not all were removed. On closer inspection, it was reported, the inner part of the burr showed signs of wear in addition to the wear on the copper bushing. The surgeon reported that there was no more force required on the device used in this procedure than typical. The subacromial bone quality was reported to be normal. The operator did not experience seizing, during the procedure, and the shaver handpiece did not heat up. The small amount of shedding was noticed toward the end of the procedure and the reported burr remained in use to complete the procedure. The patient was reported to be okay post-procedure.